Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) at c5/6. During the procedure, the holding pin fractured upon insertion into the vertebral body and approximately half of the threaded portion of the pin was lodged in the vertebral body. The procedure was completed successfully and no other patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.